Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 60 units of insulin during the load sequence. Customer¿s blood glucose level was 200 mg/dl. The customer declined assistance from tandem customer technical support regarding the issue. No additional patient or event information was provided.